Manufacturer narrative:
(B)(4). Complaint was unable to be confirmed due to limited information received. Product was not returned for evaluation, as the device is still implanted in the patient. DHR was reviewed and no discrepancies were found. However, investigation results concluded that the reported event was due to design deficiency, as this device is in scope of a previously initiated recall due to the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that patient has been indicated for a reverse shoulder arthroplasty revision approximately eight (8) years post-implantation due to a humeral tray fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient was revised approximately 8.5 years after initial implantation due to pain and loss of range of motion. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h2, h6, h10. The additional information received will not change previously determined root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.